Event description:
It was reported that a male patient was implanted during a total knee arthroplasty. "X-ray images showed femoral component position beyond most posterior medial tibial insert position. A revision was performed to explore and revise what causes were behind femoral tibial malposition". The reason for the "malposition" was not definitely determined at the time of the revision surgery.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to femoral/tibial malposition.